Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) range of around 200-530 mg/dl. An insulin pen was administered to address bg. The customer reverted to an alternate method of insulin therapy.